Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an implantable pulse generator (ipg) that was not holding a charge. The patient underwent an ipg replacement procedure and doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility.